Event description:
Health care professional (hcp) reports a fiber leak noted during the onset of the pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 25 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.